Event description:
We have had numerous IV chemo leaks with baxter clearlink non-dehp solutions sets and clearlink continu-flo solution set. Baxter has been notified of the problem. Luer-activated valves and tubing. FDA safety report ID # (B)(4).